Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for breakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that a package of 2.0 ml 13x75 mm vacutainer® evacuated blood collection tube, blue hemogard¿ closure contained a broken tube. No medical intervention or injury reported.